Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx system on (B)(6) 2010. According to the complainant, post procedure, the patient experienced discomfort, lower back pain, abdominal and pelvic pain, gastrointestinal pain, dyspareunia, bladder and bowel incontinence, muscle cramps, nausea, weight loss and elevated white blood cells. The patient is planning to undergo procedure for removal of the mesh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx system on (B)(6) 2010. According to the complainant, post procedure, the patient experienced discomfort, lower back pain, abdominal and pelvic pain, gastrointestinal pain, dyspareunia, bladder and bowel incontinence, muscle cramps, nausea, weight loss and elevated white blood cells. The patient is planning to undergo procedure for removal of the mesh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5040798.